Manufacturer narrative:
Investigation results: due to no sample being received, an investigation could not be performed, and a root cause could not be determined. No product will be returned per customer. No investigation was performed.

Event description:
No additional information.

Event description:
It was reported that bd secondary set was broken. The following information was received by the initial reporter with the following verbatim. It was reported by the customer that the blue adaptor cap was cracked and leaking chemotherapy.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.